Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted during testing. The insulin pump functioned properly. Motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, bleeding lcd glass, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The customer stated that they were unable to perform displacement test. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.